Manufacturer narrative:
This report is for an unknown tomofix plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported on an unknown date the patient was complaining of pain and discomfort and the x-ray showed that the tomofix plate was broken. Originally, the patient was implanted with the tomofix plate and unknown screws. On an unknown date, the broken plate and unknown screws were successfully removed easily; there were no fragments generated from the broken plate. It was unknown if there was a surgical delay. There was no patient outcome reported. Concomitant device reported: screws (part/lot unknown, quantity unknown). This report is for an unknown tomofix plate. This is report 1 of 1 for (B)(4).